Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with cystoscopy, posterior colporrhaphy, laparoscopic lysis of adhesions and laparoscopic vaginal cuff suspension due to symptomatic and significant pelvic floor relaxation. It was reported that patient underwent mesh removal on (B)(6) 2008 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 4/21/2016, (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that following insertion the patient experienced recurrence prolapse, urinary problems (frequent urinating), bleeding, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4).